Manufacturer narrative:
Investigation of the device or device history records was not possible, as an unknown lot number was reported and the device was discarded. The lot number was unable to be isolated as there were multiple lot numbers sold to this physician. Vasovagal response is common during intrauterine procedures due to cervical/uterine stimulation triggering the vagus nerve and leading to presyncope or syncope. Four episodes of presyncope were reported in the clarity pivotal study for the cerene cryotherapy device and are reported in the instructions for use.

Event description:
Prior to treatment with the cerene cryotherapy device, the patient received a paracervical block and toradol. During the procedure, she was administered nitrous oxide and oxygen (pronox). The patient appeared to be tolerating the procedure well when, about 20 seconds before the end of treatment, the patient became unresponsive to the nurse. The device was placed into venting mode and removed from the patient. The staff suspected a vasovagal reaction and moved the patient to the floor. The patient then became responsive and her vitals returned to normal when taken by paramedics. The patient was transferred to the hospital as a precaution. In follow-up conversations with the office administrator two weeks later, it was noted that the patient is doing well and is currently on vacation.